Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099068) on 17-feb-2021. The most recent information was received on 27-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain since implantation') in an adult female patient who had essure (batch no. A63343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), rash ("unidentifiable rash that had to be biopsied"), vaginal haemorrhage ("vaginal bleeding and pain with high impact exercise"), abdominal distension ("severe swelling in the lower left quadrant"), abdominal pain lower ("pain in the lower left quadrant"), alopecia ("hair loss/shedding"), vulvovaginal swelling ("swelling after intercourse") and dyspareunia ("pain after intercourse"). The patient was treated with surgery (total hysterectomy with removal of tube(s) and/or ovary(s)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension and vulvovaginal swelling had resolved and the rash, vaginal haemorrhage, abdominal pain lower, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dyspareunia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there are bilateral essure devices. There is no evidence of peritoneal spillage, compatible with bilateral tubal occlusion. Lot number: a63343 manufacturing date: 2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099068) on 17-feb-2021. The most recent information was received on 05-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain since implantation') in an adult female patient who had essure (batch no. A63343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), rash ("unidentifiable rash that had to be biopsied"), vaginal haemorrhage ("vaginal bleeding and pain with high impact exercise"), abdominal distension ("severe swelling in the lower left quadrant"), abdominal pain lower ("pain in the lower left quadrant"), alopecia ("hair loss/shedding"), vulvovaginal swelling ("swelling after intercourse") and dyspareunia ("pain after intercourse"). The patient was treated with surgery (total hysterectomy with removal of tube(s) and/or ovary(s)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension and vulvovaginal swelling had resolved and the rash, vaginal haemorrhage, abdominal pain lower, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dyspareunia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there are bilateral essure devices. There is no evidence of peritoneal spillage, compatible with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received-lot number were added. New reporter, lab data, removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099068) on 17-feb-2021. The most recent information was received on 23-feb-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('constant pain since implantation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), rash ("unidentifiable rash that had to be biopsied"), vaginal haemorrhage ("vaginal bleeding and pain with high impact exercise"), abdominal distension ("severe swelling in the lower left quadrant"), abdominal pain lower ("pain in the lower left quadrant"), alopecia ("hair loss/shedding"), vulvovaginal swelling ("swelling after intercourse") and dyspareunia ("pain after intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension and vulvovaginal swelling had resolved and the rash, vaginal haemorrhage, abdominal pain lower, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dyspareunia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099068) on 17-feb-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('constant pain since implantation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), rash ("unidentifiable rash that had to be biopsied"), vaginal haemorrhage ("vaginal bleeding and pain with high impact exercise"), abdominal distension ("severe swelling in the lower left quadrant"), abdominal pain lower ("pain in the lower left quadrant"), alopecia ("hair loss/shedding"), vulvovaginal swelling ("swelling after intercourse") and dyspareunia ("pain after intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension and vulvovaginal swelling had resolved and the rash, vaginal haemorrhage, abdominal pain lower, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dyspareunia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.